Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding clarification for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. This information was received from the mechanical circulatory support product surveillance registry study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted to the hospital for severe volume overload despite aggressive diuresis. The patient's weight was up fifteen (15) kilograms and there was elevated jugular vein distention and intravenous (IV) blood pressure support was initiated due to right heart failure. Due to excessive volume and no change with the diuretics, the patient also had renal failure which was treated with continuous hemodialysis. During the hospitalization the patient also had atrial flutter (af) which was treated with direct current cardioversion after a transesophageal echocardiogram (tee) and treatment with epinephrine. The rhythm converted to sinus tachycardia with frequent ectopy with premature ventricular contractions (pvcs) and also short asymptomatic runs of non-sustained ventricular tachycardia (nsvt). An antiarrhythmic IV bolus and drip were began for management of the cardiac arrhythmias and significant ectopy persisted. Bilevel positive airway pressure (bi-pap) was required due to hypoxic respiratory failure. During the course of the hospitalization the patient developed cardiogenic shock, requiring on-going vasopressor support and subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted to the hospital for severe volume overload despite aggressive diuresis. The patient's weight was up and there was elevated jugular vein distention and intravenous (IV) blood pressure support was initiated due to right heart failure. The patient also had renal failure which was treated with continuous hemodialysis. During the hospitalization the patient also had atrial flutter (af) which was treated with direct current cardioversion after a transesophageal echocardiogram (tee) and treatment with epinephrine. The rhythm converted to sinus tachycardia with frequent ectopy with premature ventricular contractions (pvcs) and also short asymptomatic runs of non-sustained ventricular tachycardia (nsvt). An antiarrhythmic IV bolus and drip started for management of the cardiac arrhythmias and significant ectopy persisted. Additionally, the patient required right heart catherization. The patient had been transferred critical care unit (ccu) for hypotension after atrial fibrillation (afib) cardioversion. Bilevel positive airway pressure (bi-pap) was required due to hypoxic respiratory failure. Additional information indicated that the patient had a low glomerular filtration rate (gfr), high blood urea nitrogen (bun) and creatinine (cr). During the course of the hospitalization the patient developed cardiogenic shock, requiring on-going vasopressor support and subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction, right ventricular failure, worsening heart failure, respiratory dysfunction, cardiac arrhythmia, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of right ventricular failure, and respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted to the hospital for severe volume overload despite aggressive diuresis. The patient's weight was up and there was elevated jugular vein distention and intravenous (IV) blood pressure support was initiated due to right heart failure. The patient also had renal failure which was treated with continuous hemodialysis. During the hospitalization the patient also had atrial flutter (af) which was treated with direct current cardioversion after a transesophageal echocardiogram (tee) and treatment with epinephrine. The rhythm converted to sinus tachycardia with frequent ectopy with premature ventricular contractions (pvcs) and also short asymptomatic runs of non-sustained ventricular tachycardia (nsvt). An antiarrhythmic IV bolus and drip started for management of the cardiac arrhythmias and significant ectopy persisted. Additionally, the patient required right heart catherization. The patient had been transferred critical care unit (ccu) for hypotension after atrial fibrillation (afib) cardioversion. Bilevel positive airway pressure (bi-pap) was required due to hypoxic respiratory failure. During the course of the hospitalization the patient developed cardiogenic shock, requiring on-going vasopressor support and subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction, right ventricular failure, worsening heart failure, respiratory dysfunction, cardiac arrhythmia, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of right ventricular failure, and respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding laboratory results. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a low glomerular filtration rate (gfr), high blood urea nitrogen (bun) and creatinine (cr).

Event description:
It was further reported that the patient had required right heart catheterization. The patient had been transferred critical care unit (ccu) for hypotension after atrial fibrillation (afib) cardioversion.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information: -b5 desc evt problem: additional information received regarding adverse event and intervention prior to patient's death. - h6 patient codes (ime/annex e): updated to include codes e060102 and e2321 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.